Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.

Event description:
1 reported false positive result for flu b and sars. The customer communicated the result was confirmed by another rapid antigen assay.